Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
The arthroplasty was revised due to chronic patellar dislocation, instability and pain. The components were implanted in situ for ~3.8 y. The tibial insert and femoral components were revised. The patient presented with a (B)(4) score of 3 three months prior to revision surgery and a maximum score of 8.

Event description:
The arthroplasty was revised due to chronic patellar dislocation, instability and pain. The components were implanted in situ for ~3.8 y. The tibial insert and femoral components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 8.

Manufacturer narrative:
An event regarding instability and patellar dislocation involving a triathlon insert was reported. The event was not confirmed. Images of the explanted devices were provided. A proximal view of the tibial insert showed third body indentations on the articulating surfaces. Wear along the edges of the insert were also observed. No further inspections were performed as the research facility retained the explanted devices. Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as follow-up notes are needed to complete the investigation for determining root cause.